Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the ventilator had a high air inlet pressure alarm. After patient was removed the ventilator, a device check was performed and there was an exhalation valve test failure and air was leaking from the exhalation manifold assembly. The service screen showed the air inlet pressure at 53.8 psi. No other details have been provided even after multiple attempts by manufacturer. This MDR will be updated once more details are obtained.